Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "·inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was not confirmed. During the inspection and investigation of the device, an image was present. No error codes were displayed. A comprehensive leakage check was completed and the device was not leaking. The plug body was investigated further, no sign of fluid ingress was evident, the plug body was dry throughout. The device would require a minor repair to rectify the electrical fault. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited loose connection during an unknown procedure. A b30 scope communication error was displayed with a blank screen. The procedure was completed with a similar device. There were no report of patient harm associated with the event.